Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that cavitron plus package-2015 allegedly has no water flow and the insert heats up. No injury allegedly occurred.

Manufacturer narrative:
Based on the attached email, the failure mode was due to a defective water solenoid. The unit was repaired by an external repair center. A DHR review is not required since the product was repaired and the customer complaint is a known hazard. This failure mode is also identified as a potential hazard in the corresponding risk management file, so no additional action is necessary.